Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, serial/lot #:(B)(6), h6: a manufacturing representative went to the site to test the navigation system. It was reported that no fault was found and the system performed as intended. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the site was unable to get a registration below 4mm. Both flat and side emitter were attempted, non-invasive patient tracker and scan was a good representation of patient (full head with nose missing), no red dots or indents with registration points. The manufacturer representative (rep) switched to using another system and had no difficulty with the same scan achieving a registration below 4mm. There was a less than one hour surgical delay. There was no impact on patient outcome.

Manufacturer narrative:
H2-3) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. The case was reviewed. The archive had two computed tomography (CT) exams. There were 2 sessions on the date of issue, and the site used the standard functional endoscopic sinus surgery (fess) procedure in both sessions. In the first session, there were some registration observations below 3 millimeters (mm), and the sessions had no registrations below 4 mm. However, logs did not capture any abnormality related to the reported behavior. Suspected the registration pattern might have caused the reported behavior. Codes: b01, c19, d15 h2) please see section d9 for when the software was available for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: archive analysis showed that based on the registrations that were completed, trace points were collected slightly above the tip of the nose on the top of the forehead, towards the temples/side of the head and the cheek area with attempts that included upwards of 1117 points and 6 separate registrations ranging from registration accuracies of 2.9 mm to 5.4 mm. Several points appear below the surface of the registration model. Some red and yellow points are factored in as well. No touch points were added. It was determined that there was no need to collect 1117 points for a registration as quality of the trace is more important than quantity of points collected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.